Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Additional information: b5, d4, g3, h2, h3, h4, h6, h11

Event description:
During an atrial fibrillation procedure, a cardiac perforation in the left atrium occurred. It was during ablation of the left pulmonary veins when the patient experienced chest pain. Fluoroscopy and an echocardiogram were used to confirm the perforation. A pericardiocentesis was performed and the patient remained stable. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred. It was during ablation of the left pulmonary veins when the patient experienced pain. Fluoroscopy and an echocardiogram were used to confirm the perforation.